Event description:
It was reported that, "left knee revision." The nature of the event is unclear. Add'l info is pending. We are awaiting clarification of this event.

Manufacturer narrative:
The following other devices were listed in this report: scorpio ps femur waffle posts w/lfit: cat # 71-4509l, lot # unk; unk scorpio ps insert. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.